Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced glare and halos. The lens was later exchanged in a secondary procedure with monofocal lens. The clinical reason for the explant was intolerable halos. Additional information was requested, but further no information was available.

Event description:
Additional information received and reported that multifocal lens was exchanged for the different lens model indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. Hence the file was downgraded to non-reportable.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).